Event description:
It was reported that this left ventricular (lv) lead was suspected to be fracture. The lead presented high impedance out of range and failure to capture measurements. The lead was capped and replaced. No additional information is available at the moment. No additional adverse patient effects were reported.